Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used contaminated sample was provided for evaluation. The received sample was visually evaluated, due to the condition of the sample no further testing could be performed to determined if the issue reported was present. Due to the excessive presence of blood and coagulation in the sample, further testing could not be conducted. As a result, the reported defect was not confirmed, and the root cause could not be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: the blood set pump kept alarming for air in line, which delayed therapy by twenty (20) minutes and a loss of 40 milliliter (ml) of blood to the patient. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.